Event description:
Nurse entered acute care unit (acu) at 6am, smell of sulfur was detected. Plant operations called to help locate smell. All equipment checked for heat. The portable suction on the code cart was very hot. Item unplugged and removed from service and sent to biomed to be looked at. Later, biomed reported that the battery inside the suction unit had swelled and overheated so much it destroyed the suction unit. The unit got so hot it destroyed many identifiers.